Event description:
It was reported that a bd insyte¿ IV catheter was, "enlarged in its diameter and was not fixed on the mandrel (needle), it ruptures the veins." This occurred on 700 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
Investigation: photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process and the complaint could not be confirmed.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ IV catheter was, "enlarged in its diameter and was not fixed on the mandrel (needle), it ruptures the veins." This occurred on 700 separate occasions but the date/time and or patient information is unknown.